Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory continuity and functional tests passed indicating no fractures or abnormalities present in the lead.

Event description:
It was reported that this right atrial (ra) lead felt bumpy and bent at one end of the lead body. The lead never entered the patient's body. A similar lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead felt bumpy and bent at one end of the lead body. The lead never entered the patient's body. A similar lead was used to complete the procedure. No adverse patient effects were reported.